Event description:
It was reported that during a routine device change out the right ventricular (rv) lead under fluoroscopy appeared to have some outer insulation degradation. It was noted that all the electrical measurements were within normal limits and stable. The physician elected to cap and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).